Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a boil underneath her left breast which was hurting her so she removed the device. The boil darkened and opened. The patient's physician suggested using gauze on the area as well as cleaning everything with alcohol and keeping the area dry. Physician also recommended removing the device for an hour a day to allow the area to breath. The ultimate outcome of the irritation is not known.